Event description:
It was reported that the distal filter was not able to be recaptured. A sentinel cerebral protection system was selected for a transcatheter aortic valve replacement (tavr) procedure. During the retraction of the distal filter the #3 knob broke off. The distal filter was only able to be partially recaptured, and the device was removed. No patient complications were noted.